Manufacturer narrative:
Additional information has been received that was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away at home. The cause of death was brain cancer. The customer was diagnosed with brain cancer on (B)(6) 2011. The caller stated that the only diabetes complication that the customer experienced was due to the steroid treatment. The customer had a couple of mini strokes and seizures on different occasions; maybe 3 times since (B)(6) 2011. The customer also had neuropathy on his entire left side due to the cancer complications. At the time of death, the customer's blood glucose was above 500 mg/dl. The last documented value was 508 mg/dl on (B)(6) 2015 at 9:08 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery alarm test. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip. The daily total insulin delivered was 77.300 units on (B)(6) 2015, 87.550 units on (B)(6) 2015, 79.800 units on (B)(6) 2015, 38.600 units on (B)(6) 2015, 51.600 units on (B)(6) 2015 , and 0 units on (B)(6) 2015. The battery was removed after the first hour on (B)(6) 2015.